Event description:
It was reported that the infusion device was not delivering insulin resulting in elevated blood glucose levels. Entering several boluses and changing the infusion set did not lower the blood glucose level. Thus, the customer decided to go to the hospital. At the time of the report, the customer was still in the hospital. No details regarding the treatment provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The patient reported on (B)(6)2022 that the infusion device works as intended and that the insulin "wasn't correct." Once the insulin was changed the issue was resolved.

Manufacturer narrative:
Correction: section e initial reporter address information was updated.